Event description:
Reagent is added to heparin 1220 plasma to remove fibrinogen from blood samples and allow testing on blood samples where serum is a requirement. The product claims to accomplish this within 5 minutes after addition; however rptr has had samples where the clotting is incomplete over 1 hr after reagent has been added. Partial digestion of fibrinogen can allow the sample to continue to clot during analysis; this could cause either a falsely elevated or decreased value and lead to incorrect diagnosis or treatment.